Manufacturer narrative:
(B)(4). Batch # w90u7d. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during preventative maintenance, the housing was broken and disconnection was found. The customer does not want to provide additional information about the event. There was no adverse consequence to the patient.